Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up, down and ok buttons were intermittently unresponsive. The patient stated that when pressing the ok button it was hyper responsive causing a bolus to cancel and the patient confirmed how much was given and gave the remainder of the bolus. The patient continues to wear the pump. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. Testing was unable to duplicate hyper-responsiveness with the ok button. During investigation, evidence of contamination was found under all key contacts.